Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The pump rewinds properly during testing. The motor piston or motor slide functioning properly. The motor was tested outside of the device and passed. However, unable to verify insulin flow blocked alarm and perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer¿s parent reported that the insulin pump was rewinding however, piston was not moving. The customer¿s blood glucose level was 340 mg/dl. The customer was treated with manual injection for high blood glucose level. The insulin pump was receiving insulin flow blocked alarm also. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.